Manufacturer narrative:
Additional information: h6, h11. The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported pseudoaneurysm, medication required and unexpected medical intervention appear to be related to circumstances of the procedure. In this case, it is possible that the reported issues are the result of patient anatomical morphology, and/or use techniques employed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2025 two esprit btk scaffolds (both 3.5x38 mm) were implanted using a viperwire advance peripheral guide wire in the moderately calcified, right anterior tibial artery through the left groin access site. The patient's baseline hemoglobin was 8.5 g/dl. On (B)(6) 2025 the patient had a pseudoaneurysm, approximately 2.1 x1 cm in size in the left groin arising from the superficial femoral artery. The patient's hemoglobin level dropped to 6.6 g/dl. The patient was transferred to the intensive care unit for higher level of care to monitor the hemoglobin level. Four units of packed red blood cells and a prothrombin injection were administered. The patient was discharged home on (B)(6) 2025. It was alleged the wire was possibly related to the adverse event. No additional information was provided.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2025 two esprit btk scaffolds (both 3.5x38 mm) were implanted using a viperwire advance peripheral guide wire in the moderately calcified, right anterior tibial artery through the left groin access site. The patient's baseline hemoglobin was 8.5 g/dl. On (B)(6) 2025 the patient had a pseudoaneurysm, approximately 2.1 x1 cm in size in the left groin arising from the superficial femoral artery. The patient's hemoglobin level dropped to 6.6 g/dl. The patient was transferred to the intensive care unit for higher level of care to monitor the hemoglobin level. Four units of packed red blood cells and a prothrombin injection were administered. The patient was discharged home on (B)(6) 2025. It was alleged the wire was possibly related to the adverse event. No additional information was provided.

Manufacturer narrative:
The additional esprit btk scaffolds referenced in b5 is filed under separate medwatch report number. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.